Event description:
It was reported that the pta balloon dilatation catheter could not be withdrawn through the 6f introducer sheath. The sheath and balloon were removed simultaneously without further incident. The guide wire remained at the access site and another device was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.